Event description:
Healthcare professional reported a clinical patient experienced a xen®45 gts event as pow8, encapsulated bleb due to fibrosis in left eye. Bleb needling was performed pow10.5 and pow13; event resolved. At pom7.5, bleb leak, red eye, and excessive tearing were noted, then 4 days later, gel stent erosion. Needling and stent repositioning were provided, events resolved. Device remains implanted.

Manufacturer narrative:
Continued d.10. Concomitant medications: metformin, lisinopril, amlodipine, simvastatin, baby aspirin, potassium citrate. Continued h.6. Health effect - impact code: f1904. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of exposure is a known potential adverse event addressed in the product labeling.